Event description:
Olympus was informed that early in a therapeutic resection of prostate (turp) procedure the physician had requested the irrigation method be changed. The procedure was stopped, and when re-started, the physician reportedly encountered a large amount of bubbles in the field of view that made visualization difficult. The procedure was again stopped, and the users determined that the non-olympus pump tubing had been installed backwards. The tubing was corrected and the procedure resumed. After approximately five minutes of resection, the patient reportedly moved and a loud pop was heard. The procedure was stopped again, and it was determined a perforation of the bladder had occurred. The patient was transferred to a different operating room for surgical intervention, and the treating physician reportedly discovered two perforations in the bladder. The user attributed the cause of the event to a bubble ignition, however, mechanical perforation associated with patient movement and/or reduced visibility cannot be excluded as contributory factors. The pt is reportedly doing fine following surgery.

Manufacturer narrative:
The subject device referenced in this report has been received and is being evaluated. The exact cause of the patient's outcome cannot be conclusively determined at this time. A supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Olympus american inc is filing mdrs on behalf of (B)(6) and olympus medical systems corp. (B)(4). Cross-referenced MFR report number 9610773-2010-00028 for the associated device.